Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor was broken and missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor break. The customer's blood glucose at the time was 84.6 mg/dl. The sensor is being returned and replaced.